Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified, which occurred during the therapy initiated on (B)(6) 2013 at 21:40:14. During night drain cycle one, the patient's ultrafiltration reading was 1607ml, indicating the patient drained 1607ml more than their maximum programmed fill volume of 1900ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation was completed. This complaint is an ancillary service event opened during investigation of (B)(4). The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a false empty detect at the initial drain and the I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.